Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Surgical/medical intervention and prolonged surgery time. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a revision surgery, thirteen (13) screws were removed. During the removal fragments were generated from six (6) of the screws. These screws were left in the patient because they were not able to retrieved. The case was extended due to the difficult hardware removal of the screws and extra time spent trying to remove the fragments. There was a surgical delay of unknown number of minutes. Procedure was successfully completed. There was no patient impact. Concomitant device reported: variable angle-locking compression plate anterolateral distal plate/ 8 holes/ left (part # 02.118.207, lot # h368960, quantity # 1). This is report 1 of 1 for (B)(4). (B)(4) captures intra-operative event, (B)(4) captures post-operative event. This report is for 6 unknown screws that remained in the patient.